Event description:
Initially, a health care provider (hcp) reported via a manufacturer representative that the patient had pain at the implantable neurostimulator (ins) site and down their leg, beginning 5 weeks ago. The patient had turned stimulation up to 8.5v, but since then they had pain even after turning the ins off for two weeks. The patient met with their hcp who decreased stimulation to 0.8v and reprogrammed the ins. The patient was getting symptom relief, but they still experienced the pain. On the following day, the hcp reported they suspected the patient may have a bowel tumor. The patient was going to be seen by a consultant on (B)(6) 2016 for follow up. The patient may also have an x-ray done to check the position of the ins and lead. The issue was not resolved. No surgical intervention occurred and it was unknown if any intervention was planned. The patient was alive with injury. Additional information received from the representative reported the patient was currently an inpatient at the local hospital, she had various scans and investigations and the cause of the pain was unrelated to the ins. The reported symptoms were not related to the device or therapy. There are still ongoing investigations; however, it is unlikely that it is related to the device. An x-ray had been done and the implant and leads remain in the correct position. The implant was currently switched off, as the patient is having a series of investigations. The implant was turned off to rule out that this was causing any issues. The pain still remained even though the implant turned off for a lengthy period, and upon further investigations the pain was unlikely to be implant related. At present she was not receiving effective therapy, as the implant was turned off. However, when she is discharged as an inpatient and feeling well, she shall then make an outpatient appointment and switch the implant back on to maintain effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.